Event description:
Medtronic received information through clinical trial data review. It was reported that during treatment of a left middle cerebral artery (mca) occlusion. The solitaire made 3 passes within the same vessel tici was 2a after each pass. A new solitaire made a 4th pass, which achieved tici 2b. Then a balloon was used to angioplasty the treating vessel. The device was inflated and deflated several time then removed. Post procedure dyna computed tomography (CT) scan did not show intraparenchymal hemorrhage but did show some subarachnoid staining as well as contrast stasis within the area of the stroke. 24 hour CT showed sub-acute left mca territory infarctions as well as left basal ganglia contrast staining. Midline shift to the right. No new hemorrhage was identified. CT prior to treatment did not show hemorrhage or mass effect but it did show left mca/pca watershed zones. IV-tpa was not administered as the patient was outside window. Patient was discharged 6 days after to rehabilitation with mrs 4 and nihss of 16. 90 day follow-up nihss improved to 7.

Manufacturer narrative:
Per the solitaire 2 revascularization device instructions for use, warnings: for vessel safety, do not perform more than three recovery attempts in the same vessel using solitaire2 revascularization devices. For device safety, do not use each solitaire2 revascularization device for more than two flow restoration recoveries. The devices were not returned for evaluation as they were discarded at the site. The lot history record review was not possible since the lot numbers were not reported. Attempts to obtain the information were made without success. (B)(4).